Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of the device. Visual and functional evaluation of the reload found no abnormalities. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during lobe resection procedure, the healthcare provider could not unload the zulu. It was also noted that the instrument was angled at a 45 degree angle and was stuck when the healthcare provider tried to draw back the black knobs. When asked what was done to resolve the issue in order to complete the case, the healthcare provider stated that the instrument would not fire and had to pull the firing handle. The patients status is alive with no injury.